Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the distal part of the monopolar curved scissors (mcs) insulating sheath was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument cable insulation was damaged. It was not possible to confirm the type of damage observed.

Manufacturer narrative:
Intuitive surgical (is) obtained the following additional information regarding this event: the instrument has been shipped.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to exhibit scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 2.6mm x 1.0mm. There was no material missing. The complaint was confirmed by failure analysis.